Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The sample centrifugation time may be shorter and the centrifugation speed may be faster than recommended by the sample tube manufacturer. The field service engineer determined the issue was caused by the vacuum nozzle. The engineer cleaned a guide, replaced the vacuum nozzle, primed the ise module, and ran ise checks with no issues. The engineer verified all mechanisms were working properly. The electrodes were installed on 13-jun-2023. Per product labeling, the na, k, and cl electrodes are required to be replaced every 2 months or 9000 tests. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 8000 ise module. The sample initially resulted in the following values: na = 106 mmol/l cl = 77 mmol/l k = 3.35 mmol/l the doctor sent the patient to the emergency room due to the initial values and a second sample was collected from the patient. The results from the second sample were much higher. The complained sample was then repeated on (B)(6) 2023, resulting in the following values: na = 135 mmol/l cl = 99 mmol/l k = 4.71 mmol/l the repeat values were deemed correct.